Manufacturer narrative:
Patient information requested and all available information is included in sections a and b. The sets have been received and the evaluation is pending. A follow up will be submitted with investigation results once the evaluation is completed.

Event description:
Pharmacist reported that a secondary infusion of cyclophosphamide was visualized by two rn's as backing up into the primary bag. The sets were saved and will be sent back for investigation. There was no report of patient harm or medical intervention. No further patient/event information is available.